Event description:
It was reported that the device had premature battery depletion. When the device was initially implanted, the patient had high ventricular threshold, so the device output was "enhanced." Two years later, the device indicated "aging" and the patient experienced syncope, so the physician has scheduled a device replacement. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
The device was explanted and replaced.